Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluated (along with companion samples). All samples were visually inspected and nothing was found related to the reported event. The devices were functionally tested (via simulation of therapy and pressure testing) and no issues were identified during this evaluation. The reported event was not verified during inspection of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the connector of the line of the uv flash cycle set during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.